Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for herniated disc and spinal pain. The patient reported that the ins site has been swollen since implant. The patient reported that for the first time she left the house and although the ins was turned off, when she got in her car, she hit her hip on the side the ins was implanted on. The patient reported that it was really painful and she didn't know if she did anything to it. The patient reported that when she got in the car again to return home, she also felt a little ¿ouch¿/hurts. The patient reported that after she got home, she noted feeling a change in stimulation. The patient reported that with current programming she normally doesn't feel stimulation when she¿s up and moving, but when laying she always felt it in legs/feet/all of that. The patient reported that what she was noticing was since the ins was hit, she wasn't feeling stimulation as much. The patient reported that she was still feeling stimulation on the left side, but very faintly on the right side. The patient reported as she had gone about her day, showered, etc. She was beginning to feel stimulation more on the right side, it seemed to be improving. The patient reported that she had a follow up appointment with her healthcare provider (hcp) on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Product ID 977a260 lot# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# (B)(4) implanted:(B)(6) 2017 explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient had pain and swelling around the ins. The patient also had pain around the spinal incision. Lead placement was checked, and it was determined they moved approximately a half vertebral body inferior. Impedances revealed that electrode 8 was exhibiting high impedances, but it wasn¿t activated. The patient was scheduled to have ins revision surgery on (B)(6)2018. The ins was going to be moved. No further complications were reported.